Event description:
The customer stated that she was found unconscious and had to be taken to the hospital due to hypoglycemia. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The customer stated that she was disconnected when she last changed her infusion set prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.